Event description:
It was reported that the customer was at the dr's office, and was experiencing a high blood glucose reading of 540 mg/dl. The customer was also getting a three hour warm up on the screen. The customer was transferred to the proper department for troubleshooting. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the device showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.